Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed no delivery during a bolus delivery and that the customer experienced high blood glucose levels. The blood glucose reading was 500 mg/dl, which was treated for with a manual injection. The customer's mother stated that the customer had changed the insertion site and replaced the reservoir, and when he attempted to give a bolus, the insulin pump alarmed no delivery again midway. The caller stated that the customer was unable to troubleshoot, since he had resolved the issue by changing the infusion set and connecting it to an old insulin pump. Advised to return the infusion set and reservoir for analysis. Advised return of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.